Event description:
It was reported that during a saphaneous vein graft to right coronary artery procedure, after pre-dilatation with a trex rx dilatation catheter, a perforation was noted on angiography. A graftmaster 3.0 x 12 did not cross the tortuous lesion. The device was removed and an additional 3.0 x 16 graftmaster crossed the lesion and sealed the perforation. Post procedure, the patient was admitted to the intensive care unit. The patient's condition resolved and the patient was discharged home on (B)(6) 2011, three days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek rx is being filed under a separate medwatch MFR number. Evaluation summary: the stent delivery system (sds) was returned with contrast visible in the inflation lumen, suggesting that the device was prepared for use. There was blood visible on the shaft, on the balloon and on the stent implant, which is consistent with the sds being advanced inside the patient. The stent implant was stationary on the tightly-folded balloon between the shoulders. The analysis revealed that there was a flared strut in the middle of the stent and noted that the distal end of the tip was flared. However, as there was no report of any damage observed to the device during inspection prior to the use, this damage likely occurred during or after the procedure. In this case, it is possible that the stent and tip became damaged from interactions with other devices and/or the tortuous lesion during advancement, thereby contributing to the reported failure to cross. The failure to advance in conjunction with stent damage is not generally associated with a product quality deficiency and appears to be related to circumstances of the procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Based on the information provided, the lesion was characterized as tortuous and likely contributed to the reported difficulty. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in the reported hemorrhage. Hemorrhage is listed in the rx graftmaster instructions for use as a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot, suggesting that there is no indication of a lot specific product quality deficiency. Based on the information received with this incident, the reported failure to advance and noted damage appears to be related to operational context of the device and not a product quality deficiency.